Manufacturer narrative:
Beginning may 31, 2012, us and (B)(6) customers were sent an urgent patient safety advisory informing them of the need for proper care and preventive maintenance of their zimmer air dermatome. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 15 years old and was last returned to the manufacturer for repair on (B)(4) 2005. Investigation of the device displayed damage to the head and control bar. Initial inspection also noted that the swivel on the unit seemed very loose and displayed an air leak. Prior to repair, the device was out of calibration at the zero thickness setting on the right side and was out on the right side and was out on the side to side calibration. Clinical follow up revealed that the reported attempted to operate the handpiece at 120 psi while the standard 10 foot hose was attached. Per the instructions for use, excessive pressure may cause internal damage and exert unusual stress on the hose. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer dermatome would not work when connected to the nitrogen source during procedure set-up / test, and it made a sound like there was a hole in the hose. Additional clinical follow up with the hospital indicated that they operated the handpiece at 120 psi while the standard 10 foot hose was attached. There was no report of harm, delay, increased procedure time, or medical/ surgical intervention. An alternate unit was available for the planned procedure.